Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of october 5, 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022 and the day of adverse event reported at four days (pod4) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2330 captures the reportable event of "the patient experienced flank pain." Imdrf impact code f2303 captures the reportable event of "pain was managed with oxycodone."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2022. Only one naviguide device was used. Four days post-procedure, the patient experienced flank pain due to passing a kidney stone. The pain was managed with oxycodone. Per physician's assessment, the event was not serious, was possibly related to the device, and probably related to the procedure.